Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the control solution test results are inaccurately low out of the control solution range. The issue was not resolved with troubleshooting.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated on (B)(4) 2012 by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k)# is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The control solution the patient returned is a non lifescan product; pa unable to test the solution as properties is not known. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.